Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following an open sigmoidectomy. There were no issues with the device during the procedure; the stapler sizers were not used. 24 hours post-operatively, the patient's clinical and analytical data were unusual. The patient was re-operated on and the surgeon found a small fistula and several blood clots at the colorectal anastomosis. The event extended patient hospitalization by greater than 7 days. There will be an additional operation performed to correct the issue. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.